Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Man report number 3006705815-2019-03700. It was reported that patient lost therapy due to lead migration. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg and leads were explanted and replaced. Effective therapy was restored after procedure.